Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drivers are consistently malfunctioning and not loading screws straight. There was no patient harm. No prolongation in surgery. This is report 2 of 4 for (B)(4).